Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A replacement device has been provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the cooling time on patient side of a heater-cooler system 3t exceeded the specified time by about 7 minutes. The issue was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
H.10: most likely root cause of the insufficient cooling are the following: defective bridge; defective solenoid valve; defective compressor due to loss of refrigerant. Complaints database analysis revealed no similar event since unit installation in 2019. Based on all the above facts, considering the information provided by service technician and the results of a similar complaints database analysis, it cannot be ruled out that the potential root causes of the reported case are a slow loss of refrigerant over time probably due to a damage in the cooling circuit or a defective compressor. Moreover, a refrigerant amount lower than usual and/or at a lower pressure may have contributed to the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative confirmed the reported issue and identified a defective cooling unit as most likely root cause of the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The device was inspected and error could be confirmed: cooling system not working properly. Heater cooler not able to cool the complete cooling circuit must be reassembled. Due to the reassembling, the motors and the valve block will be replaced. Pressure test, evacuation, refill, test run, cleaning, tsi and vde test will be performed. The customer declined the service quotation due to the high repair cost. The device will be scrapped. Based on all the above facts, considering the information provided by service technician and the results of a similar complaints database analysis, it cannot be ruled out that the potential root causes of the reported case are a slow loss of refrigerant over time probably due to a damage in the cooling circuit or a defective compressor. Moreover, a refrigerant amount lower than usual and/or at a lower pressure may have contributed to the noticed event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report